Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history did not identify any similar incidents. A definite cause for the reported single leaflet device attachment/slda could not be determined. The reported poor image resolution was due to operational context. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 4. Imaging was challenging. The first clip was implanted successfully. To further reduce mr, a second clip was implanted successfully. However, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). A third clip was implanted to stabilize the slda clip. Mr was reduced to 3. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.